Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise and pacing inhibition. Asystole was observed but was less than two seconds. Furthermore, a low pacing lead impedance measurement less than 200 ohms was noted. Additional information received from the field representative indicated that the cause was not determined. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.